Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that a syringe 50ml perfusion experienced leakage during use. The following was reported by the initial reporter: "during a teams call about the fsn for vps, jean asked if it was related to leaking 50ml syringes. Only very brief details were given about a 50ml syringe leaking in critical care. There was no patient injury, the syringe was just replaced. The product was not kept either."